Event description:
The customer reported the system displayed poor image quality. No pt injuries were reported.

Manufacturer narrative:
The ge service rep found a low resolution in mag modes. He checked and adjusted optical resolution the checked system for proper operation. System performs as intended.